Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer called into philips to report the device has an ECG issue. The patient was involved but there was no adverse patient impact.

Event description:
The customer called into philips to report the device has an ECG issue. The full problem description was "AED function disabled, ECG is not analyzed. ECG could not be delivered even in manual mode, even if a 3-wire cable was connected." The patient was involved but there was no adverse patient impact.